Manufacturer narrative:
Subject device is not available

Event description:
It was reported that during preparation, an inflation test on the occlusion balloon catheter (subject device) was successfully performed. The balloon failed to deflate while withdrawing the guidewire. The balloon was able to be deflated by applying negative pressure with a syringe. There was no clinical consequences to the patient.